Manufacturer narrative:
The astral device was not returned to resmed. If further information becomes available, a supplemental report will be submitted. Reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed battery communications lost alarm. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board and the internal battery was faulty. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During the evaluation of the device error logs, error message (sf 180) related to a battery issue was identified.